Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer stated that insulin leaked from the bottom of the reservoir into the reservoir compartment. The customer also reported a blood glucose reading of 297 mg/dl.